Event description:
Prior to suturing a pt after a c-section, the suture needle tip was noted to be broken off. X-ray taken and no foreign body seen in the abdomen. Unable to locate tip of needle using floor magnet or visual inspection of surrounding area.